Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the fse spoke with the customer on the phone on 3 october 2016, the user mentioned the rack would push through most of the way and then jam up. The fse mentioned that the end marker may be hitting the sensor and advised the user to try running the system with an empty rack at the end of a run. The fse provided support at the customer site on 5 october 2016 and reported the issue is very intermittant. The engineer inspected the loader area, cleaned the track, cleaned the racks, checked the end markers, lubricated the detent rollers and performed rack rotation testing with no issues.the aia-900 was working as intended. No further action required by fse. The probable cause of the event was the loader track needed cleaning

Event description:
On (B)(6) 2016 a customer reported intermittent error 2301, sample rack not moved, becoming more frequent with their aia-900 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting ctni2 and ckmb patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.